Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with detached end cap. The device also was received with cracked case at the display window corners and minor scratched lcd window.

Event description:
It was reported that the insulin pump had physical damage; the bottom of the device where the drive support cap fell off. The blood glucose reading was 90 mg/dl. The customer stated that he may have dropped the device prior to the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.